Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp). The infection was identified to be yeast, pseudomonas, plexa. A surgical procedure was performed in which the components were removed, a washout performed and replaced with a spectra penile prosthesis (spp). The patient was also had antibiotics administered. There were no device performance issue. The patient fully recovered following the procedure.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp). The infection was identified to be yeast, pseudomonas, plexa. A surgical procedure was performed in which the components were removed, a washout performed and replaced with a spectra penile prosthesis (spp). The patient was also had antibiotics administered. There were no device performance issue. The patient fully recovered following the procedure.